Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device compared to the built-in meter. A sensor reading of 90 mg/dl was obtained compared to a built-in meter result of 40 mg/dl, which when results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. As a result, the customer experienced asthenia and ¿inability to stand on his legs¿ and was treated with bread, jam, and butter by a non-healthcare professional. No further information was provided there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device compared to the built-in meter. A sensor reading of 90 mg/dl was obtained compared to a built-in meter result of 40 mg/dl, which when results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. As a result, the customer experienced asthenia and ¿inability to stand on his legs¿ and was treated with bread, jam, and butter by a non-healthcare professional. No further information was provided there was no report of death or permanent impairment associated with this event.